Manufacturer narrative:
(B)(4). Medical product: vanguard cr ilok fem-lt 70 catalog # 183032 lot # 116200; vngd cr tib brg 12x79/83 catalog # 183462 lot # 143960; unknown cement catalog # unknown lot # unknown. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. X-ray review indicates there is nonspecific vague periprosthetic lucency located along the undersurface of the medial tibial plate. Bone quality appears normal. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Not returned by hospital.

Event description:
It was reported patient underwent a revision procedure fifteen years post implantation due to tibial loosening. Attempts to obtain additional information have been made; however, no more is available.